Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations was unable to confirm the recognition issue. Additional observations found during investigations were pulley and main tube damages. There were indentations at the edge of the distal pulley. The distal end of the main tube had various scratch marks, showing light material removal and a rough surface. Scratches were short in length and were not axially aligned with the main tube. No other damage was found. Evidence not conclusive, but the main tube damage may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the prograsp forceps instrument was not recognized by the da vinci si system. The customer tried to reseat the instrument but the issue persisted. The customer replaced the instrument with a different one. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.